Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The break in aseptic technique was further described as the patient did not perform hand washing. The bacterial peritonitis was manifested by abdominal pain, cloudy effluent, and malaise. The patient was not hospitalized for the bacterial peritonitis. On unreported date, the patient was treated with cefazolin 1.5 grams for 10 days (route and frequency not reported), ceftazidime (dosage, route, frequency, and duration not reported), and gentamicin 80 ml daily for 10 days (route and frequency not reported) for the bacterial peritonitis event. On an unreported date, antibiotic therapy with ceftazidime was discontinued. The patient was recovering from the bacterial peritonitis event. The patient was not retrained on proper aseptic technique. Pd therapy was temporarily stopped and was reintroduced the same day as the reported event. Additional information was requested but is not available.